Event description:
Liver damage; my liver is off the chart, I'm a non drinker and results from this use of philips CPAP over contained year is the issue. Proof in the results and this has been going on for years; and wondered why I have possible liver damage. FDA safety report (B)(4).